Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 15 mg/dl at the time of the incident. The customer's wife noticed the customer was passed out, prior to receiving medical assistance. The customer was treated with dextrose. Troubleshooting was not completed for the insulin pump. The customer was currently experiencing high blood glucose of 308 mg/dl due to being off the pump. The insulin pump will not be returned for analysis.